Event description:
The rptr stated, the surgeon inserted and removed an aq2003v silicone three piece lens during the same surgery, due to weak zonules. The incision was enlarged to remove the lens and an anterior chamber lens was implanted. Sutures were required to close the incision. The rptr stated, the event was due to the pt's anatomy and was not lens related. The rptr stated the facility uses a competitor's phacoemulsification sys.